Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm and that was not clear. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no response from any button due to corroded electronic assemblies. No stuck button alarm noted. Unable to perform self test or displacement test due to unresponsive buttons. Device received with corroded electronic assemblies, corroded battery tube and corroded motor home switch.